Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer blood glucose value was 119 mg/dl. Customer stated they had lot of low blood glucose during the past 3 months. The customer was treated with food for the low blood glucose. The customer reported due to the high blood glucose levels he had symptoms of seizures and was fallen several time and has suffered several concussions along with damage to the pump . Customer¿s blood glucose level was 42 mg/dl at the time of the incident. The customer was assisted with troubleshoot. Customer stated that the insulin pump was over delivered insulin. Customer stated that due to falling the belt spin and that due to seizures pump had several hits to the floor. Customer stated that the drive support cap was normal. Customer was assisted with the self test and the test was passed. The product was returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit was received with minor scratched display window and case. No damage to belt clip slot found.